Manufacturer narrative:
E1: patient city - (B)(6). Patient country - canada. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient was hospitalized on (B)(6) 2024 due to diabetic ketoacidosis. The blood glucose level was 22 mmol/l at the time of event and the patient got treated with intravenously. The patient was admitted in the hospital for greater than twenty-four hours. No further information available.